Manufacturer narrative:
Device history review, complaint review, sterilization records review. Catalog numbers and lot codes of other devices listed in this report: cat# 5520-f-401 lot# sh9yj description: triathlon cr fem comp #4 l-cem. Cat# 5520-b-500 lot# sh8sh description: triathlon-prim tib baseplate cat# 5550-g-298 lot# 776w description: triathlon symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. Pt subsequently expired in late 2008, due to unk reasons.

Event description:
In 2008 - removal of all stryker knee implants - two months passed since the second wash out and the infection had still not cleared. Surgeon decided to pull out all of the implants in order to focus on clearing the infection.